Manufacturer narrative:
Follow-up #1: date of submission 03/24/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/04/2017 with the following findings: a review of the black box showed call service 087 alarms. The pump powered on properly with no alarms. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours and no alarms occurred. The call service issue was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked from the case seal traveling to the grip pad. The cartridge compartment was cracked. Additionally, the audio bolus button cover was torn but still operable.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that there was a 087 call service alarm. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.